Manufacturer narrative:
A manufacturing investigation action was conducted. Received (1) article of wire-tightener, art. No.: 03.311.001, for manufacturing investigation. The article is in a used condition. Traces of use are present. The report indicates that the: affected part: wire tightener, part number: 03.311.001 lot number: 8504969 lot release date: 21.08.2013. It was reported that both tensioners do not tighten the wires anymore. The incident occurred during surgery, no delay to surgery. Per conclusion of the manufacturing investigation: the responsible department for assembly of the wire tightener confirmed that wires cannot get tightened anymore correctly as intended. The wedges 50167443, which are clamping the wires, were not moved freely inside the collet assembly 50167441. One explanation was that residues caused soiling the clamping mechanism of the collet assembly 50167441. During assembly the collet assembly 50167441 has been lubricated with 60088180 synthes power tool grease 60 according to assembly. This lubrication can disappear after years of use and can lead to malfunction. Further the clamping and tensioning of wires has been tested in accordance to assembly instruction, therefore it can be assured that the affected wire tensioner 03.311.001 was working as intended after assembly. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: june 1, 2016. Per email received from reporter, the surgery was successfully completed with no harm to the patient. Unfortunately we are not able to obtain any more information.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 21, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that two tensioners do not tighten the wires anymore. Incident occurred during surgery; there was no delay to surgery. No information about patient condition received. This is report 2 of 2 for (B)(4).